Event description:
It was reported that the maryland bipolar forceps instrument was not working properly during the pre op test prior to starting a da vinci hysterectomy procedure. The nurse noticed that the instrument would not open up. A comment was written from the staff in the steril ward as well that the instrument was broken. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Non-intuitive motion occurs as a result. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found.